Event description:
A 2.4 mm ti va-lcp 2 column distal plate was implanted for a distal radius fracture, broke post-operative while pt was still in the cast. Pt was returned to the operating room and the plate was removed. Pt was revised to a larger plate.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.